Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Manufacturer narrative:
A sensation plus 8fr 50cc shelf carton was returned with the iab insertion kit sealed and intact. The iab kit was returned opened without the pouch and the one-way valve missing. The one-way valve was missing from the packaging confirming the reported event. However were unable to determine a root cause of how this occurred as our records do not indicate missing components for the batch. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that when the customer opened the intra-aortic balloon (iab) kit, there were missing components in the iab kit. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.